Manufacturer narrative:
The pump was returned with the percutaneous lead cut approximately 7 inches from the pump end bend relief and the inflow conduit and outflow graft were not returned. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces found a red, tissue-like thrombus in one of the rotor vanes. The proximal-side of the outlet stator showed two small, tissue-like depositions situated between the outlet bearing and the stator blades. Contact marks on the distal end of the pump rotor were present, indicating that the depositions were present in the outlet stator while the pump was operating. The tissues were not adhered to the pump surfaces and did not appear to show laminated layering, indicating that the thrombi did not likely form in the pump. The thrombi could have contributed to the reported increase in the patient¿s lactate dehydrogenase level. The evaluation could not conclusively determine the origins of the thrombi or a direct correlation to the reported stroke. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 9 months. (B)(4). The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 for lactate dehydrogenase (ldh) increase to the 800 u/l range from a baseline of 4-500 u/l range. The patient was otherwise asymptomatic. There was a concern for lvad thrombosis, and the patient was started on heparin. The ldh continued to increase despite therapeutic inr and partial thromboplastin time (ptt). The patient¿s medication was switched from heparin to argatraban on (B)(6) 2016. The echocardiography ramp during this time period showed "appropriate response to the change in lvad speed." Milrinone was added on (B)(6) 2016, and eptifibatide started on (B)(6) 2016; however, the patient¿s ldh continued to trend upward. Another echocardiography ramp was completed on (B)(6) 2017 and was normal. The plan was for the patient to receive a pump exchange. On morning of (B)(6) 2017, the patient was sitting in the chair talking to a family member, when the patient began having total left sided weakness eventually progressing to left sided paralysis. CT scan revealed and ischemic cerebrovascular accident to right hemisphere with "showering downstream and distally." Left sided symptoms began to improve. Heparin was continued, but integrillin was stopped at on (B)(6) 2017. Lvad parameters were stable and unchanged throughout this course. The patient¿s highest ldh was 1000s u/l, and plasma free hemoglobin was 52 g/dl. The patient received a pump exchange on (B)(6) 2017 semi-emergently. No additional information was provided.